Manufacturer narrative:
(B)(4).

Event description:
It was further reported that it was a in-stent restenosis (isr) of the 2.50x28mm and a 2.50x38mm promus element stents and not a stent thrombosis as previously reported. No stent thrombosis was noted.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID #: 2134265-2015-08163. Promus element (B)(6) clinical study. It was reported that late stent thrombosis and unstable angina occurred. In (B)(6) 2014, the patient presented due to unstable angina and silent ischemia, was referred for cardiac catheterization which revealed three target lesions. Target lesion #1 was a long lesion located in the proximal right coronary artery (rca) extending to the mid rca with 100% stenosis and was 66 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50 x 28 mm and a 2.50 x 38 mm study stents. Following post dilatation, residual stenosis was 0%. Target lesion #2 was located in mid left anterior descending artery (lad) with 90% stenosis and was 20 mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00 x 24 mm study stent. Following post dilatation, residual stenosis was 0%. Target lesion #3 was located in the 1st obtuse marginal (om) artery with 80% stenosis and was 24 mm long with a reference vessel diameter of 2.25 mm. Target lesion #3 was treated with pre-dilatation and placement of a 2.25 x 28 mm study stent. Following post dilatation, residual stenosis was 0%. Two days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented with unstable angina and was hospitalized on the same day. Five days post admission, coronary angiography revealed 85% stent thrombosis in the proximal rca extending to the mid rca which was treated with medication and percutaneous transluminal coronary angioplasty (ptca) with 0% residual stenosis. On the same day, the event was considered as recovered/resolved. Three days post procedure, the patient was discharged.